Event description:
A report was received that the patient was experiencing pain whether the stimulation was on or off. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain whether the stimulation was on or off. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The physician believed that the pain was due to inadequate pain relief. The explanted devices were not returned to bsn as they were discarded by the medical facility.